Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the battery depleted quickly. Reportedly, the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level was 73mg/dl.